Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/1/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did any needle piece(s) fall into the patient? If yes, was\were the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece(s)? Was there any additional tissue damage as a result of searching for the needle piece(s)? If not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please explain. Did this event contribute to any patient adverse event? If yes, please explain. What does ¿brrm 52787¿ refer to? Please provide the lot number of product vcp345h. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not valid, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an hysterorrhaphy procedure on (B)(6) 2026 and suture was used. During procedure, instrumentalist provides suture to perform hysterorrhaphy, at the time of giving second stitch the doctor notices that tip of the suture is not and the search is initiated, is found and is notified to supervision of the incident, another suture is requested to finish procedure. Patient/user involvement: it does not allow to finish the suture during the procedure. Preliminary cause: factory failure or likely storage. There were no patient consequences reported. Additional information was requested.